Event description:
It was reported the head of a stretcher randomly moving up and down on its own. The bed was located at the account. There was no patient/user injury reported.

Manufacturer narrative:
Upon inspection, baxter technician ran a function test on the stretchers head section and gas spring. The baxter technician thoroughly inspected the bed and was unable to duplicate the reported issue. The bed functioned as designed. However, if the reported event of of head of a stretcher randomly moving up and down on its own were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable.